Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that about two weeks after a routine device replacement procedure, the right ventricular lead had varying and high pacing impedance, and an alert was triggered. The threshold had also risen and was high; a set screw issue with the device was suspected. The pace/sense portion of the lead was reseated in the header and the physician noted the set screw had not properly passed in the header. The device remains in use. No patient complications have been reported as a result of this event.